Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.

Event description:
The customer reported a wire came off at the probe. The pt and technician had to be transported across town to use another biometry unit. The customer reported no pt injury, but questioned if the probes current condition could have lead to inaccurate readings on previous pts. Additional info has been requested.